Manufacturer narrative:
The reported complaint that the autopulse platform (sn 35293) displayed a user advisory 12 (lifeband not present) error message was confirmed during archive data review and functional testing. The probable root cause of the reported complaint was a damaged belt clip retainer and monolithic plunger, likely attributed to wear and tear. The archive data review indicated a ua12 error message around the reported event date, confirming the customer's reported complaint. The autopulse platform failed the initial functional testing due to the ua12 displayed upon powering on, confirming the reported complaint. The belt clip retainer and monolithic plunger were replaced to remedy the ua12 error. Following the service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) and then user advisory (ua) 12 (lifeband not present) error messages. The customer was able to clear the user advisory (ua) 45 error after instructions were provided; however, the (ua) 12 error did not clear after two lifebands were replaced. No patient involvement.